Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the insulin gauge decreased to an inaccurate fill estimate of 160 units within a day. Reportedly, the cartridge was filled with approximately 460-500 units of insulin. The cartridge was reloaded successfully and the insulin gauge displayed an accurate fill estimate; however, multiple occlusion alarms occurred. Reportedly, a cartridge change was performed to resolve the issue. Blood glucose level was 228 mg/dl.

Manufacturer narrative:
The failure investigation has been performed and the alleged occlusion alarm was verified in the pump logs; however, investigation could not be completed as the cartridge was not returned. In addition, based on the analysis, the alleged fill estimate issue could not be verified.